Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019.

Event description:
The customer reported that noise continued to generate at expiratory positive airway pressure (epap). There was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 28oct2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer adjusted the vibration-proof ring to address the issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.